Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed base was stripped causing a possibility of wheels detaching from the unit.. The base and all 4 wheels were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit's wheel was loose. There was no report of patient involvement.